Event description:
The registered nurse (rn) was administering oral liquid medication via a syringe. A tamper evident syringe was in use because the medication was a controlled substance. The rn removed the outer cap and then the final cap which leaves a small plastic ring on the syringe. This ring was not recognized. The medication was administered to the patient and it is believed the ring fell into the patient's mouth as well. The rn could not locate the cap. There was no respiratory distress by the patient or other signs for concern. An x-ray was obtained but the cap was not viewed on x-ray. This was not a malfunction, but this issue was recognized as a potential problem with user error leading to a patient safety risk. The plastic ring that is left on the syringe when the caps are removed is a red color. Many syringes in use for medication administration are also a similar color. This report is being submitted as a potential risk for patient if the user doesn't remove the ring. An idea suggested would be to provide a different color piece that stands out when the ring is left on the syringe.